Event description:
Related manufacturer report number: 2017865-2022-10890. It was reported that a patient presented with dislodgement of the left ventricular (lv) lead and high capture thresholds on the right ventricular (rv) lead. During lead revision, the rv lead helix was unable to advance or retract. The physician elected to explant and replace the lv and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were inadequate capture and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, on the inner coil, and over torque of the inner coil consistent with procedural damage.